Manufacturer narrative:
A medtronic representative reported an error on the mobile view station (mvs) pendant during a 3d image acquisition. They were able to clear the error, and the spin showed up on the mvs normally. Patient was present but no delay to therapy as spin was post-op. There was no impact on patient outcome. Onsite investigation was performed by the field rep, the mobile view station (mvs) umbilical cable was the suspected cause of this event, cable sent to manufacturer for further analysis. Replacement of the umbilical cable resolved the issue. No further issues were reported. Returned cable analysis showed that the cable was in good working condition as it passed all performed tests. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported an error on the mobile view station (mvs) pendant during a 3d image acquisition. They were able to clear the error, and the spin showed up on the mvs normally. Patient was present but no delay to therapy as spin was post-op. There was no impact on patient outcome.